Event description:
It was reported by the customer that their insulin pump was alarming motor error during the priming process. During troubleshooting, customer stated that the device continued to alarm during priming test and rewind. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 124 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. The insulin pump's intermittent motor error alarm due to cracked motor flex cable. Unable to perform displacement test due to motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states